Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: adverse event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent breast surgery with unspecified mentor saline breast implants and experienced an unspecified bilateral adverse event postoperatively. As a result, the patient underwent bilateral device removal and replacement with unspecified mentor gel breast implants in 1998. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: on january 19, 2021, the photo investigation was completed. Photo investigation summary: upon visual evaluation of the images provided in the complaint, two (2) devices were observed with no lot number and without apparent damage or visual anomalies. It was not possible to confirm which one belongs to the side reported. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).